Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol perfix plugs on (B)(6) 2004 and (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient sustained injuries on (B)(6) 2021. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Should additional information be provided, a supplemental emdr will be submitted.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the bard/davol perfix plug (device #1). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol perfix plugs on (B)(6) 2004 and (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient sustained injuries on (B)(6) 2021. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2004 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug (device #1) and synthetic mesh. Per op notes, ¿a direct and indirect hernia sac were identified in right inguinal region. The sacs were dissected free and excised. Indirect defect was repaired using synthetic mesh and sutured. Direct defect was repaired using perfix plug (device #1) with onlay patch and sutured.¿ (B)(6) 2008 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of perfix plug (device #2). Per op notes, ¿an indirect hernia sac was identified, dissected and reduced. A perfix plug (device #2) with onlay patch was placed and sutured.¿ (B)(6) 2021 - patient was diagnosed with sigmoid diverticulosis, colovesical and colocutaneous fistula thereby underwent open repair with excision of perfix plug (device #2). Per op notes, ¿in left lower quadrant, the inflamed sigmoid colon was densely adherent to left pelvic side wall and prior mesh (device #2) was identified and the adhesions were taken down. The eroded prior mesh was migrated into colon. The colon was freed from mesh and colectomy was performed. The old mesh (device #2) was excised entirely. Two colocutaneous fistulas and a colovesical fistula were identified and excised. Colorectal, rectal anastomosis and ileostomy were performed. Wound vac was placed.¿